Event description:
14 yr old male s/p repair of coarction and excision of subaortic membrane x 2 who underwent homograft aortic root repair with mitral and tricuspid valve repairs at age 9. Five yrs later pt required explant of homograft due to stenosis and regurgitation. Extensive calcification of the aortic root and destruction of the valve leaflets was noted. The valve was replaced with a pulmonary autograph and implant of 23mm pulmonary homograft in the pulmonary position. Pt tolerated the procedure well.